Event description:
During testing, this unit delivered low output readings. When setting the energy select to 200j, it delivered 161j; when set at 150j, it delivered 119j; and when set at 100j, it delivered 80j.